Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 8.7 in diameter x 8.3 cm in length and 5.2 cm in diameter and 4.3 cm in length (snowman shape) abdominal aortic aneurysm. The vessel morphology at the time of implant was reported as the aortic neck was 30 mm in diameter and the iliac limb distal diameter was 15 mm on the right and 13 mm in diameter on the left. It was reported that there was continued disease progression in the iliac limbs. The patient was not a good evar candidate at the time of implant, but was not a candidate for open surgery so evar was attempted and the physician stated that there were excellent final angiogram results. It was reported that the patient recently presented emergently with severe back pain. The CT scan revealed an unknown endoleak however under fluoroscopy it revealed that there was a type iii endoleak, separation, limb disunion and a distal type 1 endoleak. The physician elected to implant an endurant 16x16x82 contralateral limb on the right and an endurant 16x20x124 on the left side successfully resolving the endoleaks. No clinical sequelae were reported and the patient is fine. Review of several post-implant still angiogram images (flat films). The assessment was limited due to the lack of patient orientation and low resolution. The films confirmed a likely type iii separation endoleak on the left side of the image, within the aaa. The distal type I endoleak could not be confirmed. Following intervention there appeared to be resolution of the type iii endoleak. The cause of the events could not be determined.

Manufacturer narrative:
(B)(4), method: films), results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; disease progression), conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression).